Event description:
It was reported the insulin pump alarmed motor error during basal. Customer stated the device did was not bumped or dropped. Customer inserted a new reservoir and the issue persisted. Customer's blood glucose was 240 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.